Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing (nsrvo) appearing to be as a result of right ventricular (rv) lead noise was observed. Programming changes as well as further testing to see if the noise could be reproduced was recommended. There were no patient consequences.